Event description:
It was reported that the ventilator generated a technical error code indicating a software conflict. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a software conflict. Our field service engineer investigated the ventilator on site and confirmed the reported error. The control printed circuit board was found to be defective and was replaced. The replaced part was not returned for further investigation. Therefore, the root cause to to reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).